Event description:
Reported verbatim from medwatch report - an 11cm x 14cm hernia patch (mesh) was used to repair an incisional hernia. The incisional hernia was 8 cm in length. The 2.0 prolene sutures were used to tack the mesh in place in all 4 quadrants superiorly, inferiorly and on both sides. Interrupted sutures were placed to tack it down. A versa tack stapler was used to staple the mesh to the abdominal wall. All edges were then felt and the mesh was felt circumferentially to be in place with no gross gaps. Mesh was noted to be flat. Two weeks later, the pt was taken to the or with a small bowel obstruction. The prolene sutures and staples were intact on the right lower portion of the mesh, a loop of bowel was found to be fibrosed to the mesh. The bowel was pink and viable. The old mesh was removed, and a new patch applied. An endoclosure refraction device was used to anchor new mesh to the anterior abdominal wall at 8 points circumferentially.

Manufacturer narrative:
Report indicates that the pt had and was treated for an adhesion, which is a known possible adverse event listed in the IFU. The report does not specify a specific product problem and no product was returned for eval, therefore, based on the currently available info, there is no indication that a failure in the device caused or contributed to the event.